Event description:
Information received indicates the casters are not holding when the head and foot brake pedals are engaged.

Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.